Event description:
It was reported to boston scientific via an article published in the british journal of urology international, that a retrospective study was conducted to assess the frequency and severity of bleeding complications during and after holmium laser enucleation of the prostate (holep) in patients with prostate cancer (pca), and compare outcomes to a control group of patients without pca. Holep procedures were conducted using a versapulse console, a 550um slimeline fiber, and in some patients a versacut morcellator was used. A total of 175 male patients with pca and 500 male patients without pca underwent holep for lower urinary tract symptoms secondary to bladder outlet obstruction, between january 2018 and december 2023 at 3 institutions in italy. Intraoperative bleeding was observed at 18.3% of the pca group and 8.6% for the control group which required laser coagulation. Postoperative blood transfusion was observed at 4.0% on the pca group and 2.0% on the control group. Clot retention events, defined as bladder irrigation failure or need for clot evacuation, occurred in 4.0% of pca patients versus 1.4% from the control group. Furthermore, 13 pca patients and 16 non -pca patients were readmitted within 30 days of surgery. The reasons for readmission in the pca cohort included 6 patients with delayed hematuria requiring observation or intervention, 4 patients with urinary tract infection, and 3 patients for clot retention. Additionally, no details for the readmission reasons for the non-pca cohort were indicated. This record addresses the slimline fiber.

Manufacturer narrative:
Porreca, a., marino, f., de marchi, d., giampaoli, m., simonetti, f., amodeo, a., corsi, p., claps, f., crestani, a., busetto, a. M., d'agostino, d., romagnoli, d., di gianfrancesco, l. (2025). Increased risk of bleeding during and after holep in patients with prostate cancer: a multicentre comparative cohort study. British journal of urology international, 6, e70060. Https://doi.org/10.1002/bco2.70060. Detailed product information was not provided to bsc. Based on the nature of the information provided to bsc, additional information was not possible to be obtained despite good faith efforts. Because the product is unknown at this time, we are unable to provide the complete unique identifier (UDI) # and other product specific information. If additional details become available, a supplemental report will be submitted.